Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device displayed a ventricular fibrillation waveform for what appeared to be normal sinus rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.